Event description:
It was reported that during implant attempt, the physician could not get the right ventricular (rv) lead to attach to the rv septum despite numerous attempts, although the screw was deploying correctly. Therefore, the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned and analyzed and no anomalies were found.